Event description:
It was reported that a patient presented with over-sensing of noise, inappropriate automatic mode switch, and low pacing impedance noted on the right atrial lead. During revision, insulation damage was noted on the lead. The lead was capped and replaced on 9 aug 2024. The patient was stable throughout.